Event description:
Upon completion of laparoscopic hernia repair, doctor noticed a mark that appeared like a burn on the skin around one of the trocars. Required some additional suturing to close. Facility assumed the mark was an electrosurgical burn, which was not prevented or detected by the active-electrode monitoring system.

Manufacturer narrative:
As the applied medical trocar is plastic, the instruments used had no signs of damage, and the description of the "burn" is not consistent those left by radio-frequency-energy, the manufacturer concludes that the electrosurgical-aem system did not contribute to or cause the injury. The likely explanation for the burn-like mark was that it was a chemical burn left when cleaning solutions pooled on the skin around the trocar sometime before or during the procedure.